Manufacturer narrative:
The lot was manufactured from june 23, 2019 - june 25, 2019. The device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak on the bottom port side left shoulder port weld of the bag. The reported condition was verified. The cause of the condition was due to an inadequate left shoulder port weld during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the corner. This was identified right after pumping in the pharmacy. There was no patient involvement. No additional information is available.